Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address cup loosening. Update rec'd 5/12/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, limited mobility, large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. The liner and head are being added to address metal on metal allegations. Update 11/13/2014 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated loose cup, metallosis, metallic debris, osteolysis, and femoral notching caused by impingement with the cup. Found acetabular screws are being added for loosening and the stem is being added for the alleged high metal ions and impingement. No lab results have been given for the alleged high metal ions. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/8/2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges loosening of cup, metal wear, and metallosis.